Event description:
Pt with a right comminuted fracture of the distal third of the clavicle, displaced, was implanted with a plate, 7 locking screws and 1 cortex screw on (B)(6) 2012. Post operative x-ray shows 4 of the locking screws broken and non-union. Pt was returned to the operating room on (B)(6) 2012 for removal of the hardware. Revision is unk. Surgeon noted no callus formation at the non-union site. This report is #5 of 9 for the same event.

Manufacturer narrative:
Investigation is on-going. No conclusions can be drawn.